Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred. A cartridge change was performed resolving the issue. Subsequently, the customer received a cartridge alarm (alarm 1) and the cartridge leaked at an unspecified location. In addition, a minimum fill notification occurred after filling a cartridge with 240 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level was 112 mg/dl.